Event description:
It was reported that the patient lost (B)(6) pounds and the implant in his chest appeared to be "bulging" out of his body and causing him pain. The implant was not functional due to the last time it was charged was three years ago. The patient wanted the implant removed because it never worked for the pain area he needed it to cover. Additional information was requested, but was not available as of the date of this report. See related manufacturing report #3007566237-2012-03094 for related event. The patient had infections and the device pocket was moved.

Manufacturer narrative:
Product ID 3986a, lot# n124005, implanted: (B)(6) 2008, product type: lead. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).